Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there as premature battery depletion on the device as five days after implant the longevity was 3.9 years. It was noted that seven days after implant the longevity rose to 6.6 years. It was noted that a review of device longevity calculation no device issue was suspected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.